Manufacturer narrative:
This report is submitted on october 14, 2022.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was treated with oral antibiotics on (B)(6) 2022 for a duration of 7 days. Subsequently, the patient was prescribed with a second round of oral antibiotics on (B)(6) 2022, for a duration of 20 days.